Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating she had a left hip replacement 5 years ago, ever since she has been experiencing pain and difficulty walking. Patient stated her doctor said she has excessive levels of chromium and cobalt in her blood.